Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter had power issues - meter does not turn on when pressing the power button and turns off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began in the beginning of (B)(6) 2016 around 8:00am. The patient manages his diabetes with oral medications, diet and or exercise and denied making any change to his usual diabetes management routine as a result of the alleged issues. The patient claimed that 2- 5 minutes after the alleged product issue began he developed the symptoms of "nervous and stress". The patient denied that he received any treatment for the symptoms. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product, the patient did not notice a battery indicator or message prior to the meter not turning on. In addition cca noted that when the patient pressed the power button the meter did not turn on. When the patient inserted a new test strip the meter did turn on. Replacement products were sent to the patient and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious diabetic excursion. The patient's reported symptoms do not meet lfs's criteria of serious injury, nor did he receive any medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.